Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation exhibited bilumen tubing voids and a cosmetic depression. The defib conductor was distorted and exhibited a fracture (overstress). Blood/body fluid was found on the outer tubing overlay, which also was breached cut and exhibited cosmetic environmental stress cracking. The outer tubing was kinked/buckled, and the lead appeared to be stretched.

Event description:
It was reported that two days post device replacement, the lead integrity alert (lia) triggered, and the lead exhibited oversensing, noise, and varying impedances. The lead was explanted and replaced. During the replacement procedure, the lead was noted to be damaged, and it was suspected that the lead had been damaged during the previous device replacement. No patient complications have been reported as a result of this event.